Manufacturer narrative:
Evaluation results as received from howmedica leibinger gmbh indicates that the described malfucntion is attributed to improper/insuffucuent cleaning of the instrument.

Event description:
While testing the unit prior to surgery, the electrode caused the unit to over temped 3 consecutive times. The electrode was not used in the procedure.